Event description:
In 2008, the patient reported the adhesive on her insulin infusion sets are not properly adhering. She stated that over the past 1.5 months, she has had 5 infusion headsets come loose or fall out. She said this often occurs when she is in the shower. She stated she changes her infusion headset. She stated she is not using new lotions or skin care products. The patient stated she does have an extra adhesive dressing that she will use with her headsets. The patient was sent a complimentary guide to infusion site management and courtesy infusion sets. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.